Manufacturer narrative:
Manufacturer¿s ref# (B)(4). (H6) a2304 - off-label use: a2304: zta used in a patient with artificial vessel. Summary of investigational findings: it was attempted to insert a zta-p-38-217-w1 (complaint device) in a patient with previously implanted abdominal artificial blood vessel. Upon insertion, when it passes though the tortuous part of artificial blood vessel, there was resistance. Although it passed through, wrinkles were formed in the middle of the sheath. It was judged to be dangerous to use, so it was changed to zta-p-38-167-w1 and the procedure was completed. The diameter of access vessel was 7.9mm. The anatomy in the area of the advancement difficulty was reported as tortuous. The zta-p-38-217-w1 was returned without shipping stylet. The device evaluation found a divergent distance between tip of the sheath and several compressions that may have occurred due to resistance during introduction of the device through the abdominal artificial blood vessel and tortuous anatomy. Furthermore, the device evaluation found two barbs were almost protruding the sheath and one barb protruded the sheath, which indicate that the sheath was retracted and partly advanced in the direction of the dilator tip during use of the device. The outer diameter of the sheath was measured to be smaller than specified (7.1mm for 18 fr sheath) but measured with other equipment than specified. Since the outer diameter was measured smaller than specified, it seems reasonable to believe, that advancement inability was not caused by a nonconforming sheath with smaller outer diameter. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Based on the provided information and the device evaluation, it is likely that the device got caught in the tortuous part of the artificial vessel, causing the inability to advance the device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after abdominal artificial blood vessel replacement inside the IFU, delivery system of zta-p-38-217-w1 was attempted to insert. Upon insertion, when it pass though the tortuous part of artificial blood vessel, there was resistance. Although it passed through, wrinkles were formed in the middle of the sheath. It was judged to be dangerous to use, so it was changed to zta-p-38-167-w1 and treatment was performed. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.